Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tfna augmentation for the peri-implant fracture. After removal of implants, the surgeon tried to use the cement in question. When the surgeon opened the lid of the mixer to pour the monomer, the wings in the mixer were raised and monomer could not be poured. The surgeon managed to pull the handle and lower the wings; however, approximately 1/3 of the cement powder was scattered. The powder was scattered on the operation table, and the surgeon pick up the powder as much as the surgeon could and mixed the powder. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant products: unk - nails: tfna (part# unknown, lot# unknkown, quantity# 1). Unk - nail head elem: tfna helical blade (part# unknown, lot# unknown, quantity# 1). Unk - screws: nail distal locking (part# unknown, lot# unknown, quantity# unknown). This complaint involves one(1) device traumacem v+ cement kit 10 ml. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.